Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced hyperglycemia and unexpected power loss. The customer¿s blood glucose level was 546 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer reported that the insulin pump won't stay power on. Customer stated that the insulin pump had an error. Customer stated that they were able to clear the alarm. Customer also stated that they were able to rewind the pump. The device will not be returned for analysis.